Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was reported, the shockpulse lithotripsy transducer malfunctioned and noticed it "is not working¿ and ¿won¿t break up the stone". The issue happened during a therapeutic percutaneous nephrolithotomy procedure. There was a 20-minute procedural delay. The procedure was completed using a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no additional findings. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the shockpulse lithotripsy transducer malfunctioned and noticed it ¿is not working¿ and ¿won¿t break up the stone¿. The issue happened during a therapeutic percutaneous nephrolithotomy procedure. There was a 20-minute procedural delay. The procedure was completed using a similar device. There was no report of patient harm associated with the event.